Event description:
It was reported that noise was observed on the ventricular channel via review of the egms. The rv pacing lead impedance decreased from time of implant and the rv capture threshold increased. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.